Manufacturer narrative:
H6. Evaluation codes: updated. At the time of this investigation the physical device was not received at the investigation site, and no pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be carried out, and a probable cause cannot be determined. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is received the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both devices broke at the wing. One cannula was thrown away, the other is available for investigation. There was patient involvement, but no patient harm/adverse event reported.